Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred during the load process. The contact reported that the customer experienced an elevated blood glucose (bg) level; however, no specific bg value was provided. It was indicated that a manual injection would be used to address bg levels and for diabetes management.